Manufacturer narrative:
Implant regio 33 fractured. Construction was a removable construction with a ball attachment placed on 1 implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.